Manufacturer narrative:
Batch review performed on 17 december 2018: lot 106268: (B)(4) items manufactured and released on 04-oct-2010. No anomalies found related to the problem. To date, another similar event was reported on this lot. Clinical evaluation performed by medical affairs director: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
During the primary hip surgery, while broaching the femur in order to implant the stem, the femur fractured. This "casued" a 10 minute delay in the case and the surgeon was able to cable the fracture. The reporter stated he was not certain on reason for fracture, but it occurred while broaching with the #7 broach. Type b femur; not certain on patient bone quality.